Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, loss of capture and high pacing lead impedance were observed due to a fracture. The lead was capped and replaced on (B)(6) 2016. The patient was discharged the next day.